Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 year and 3 months after the dental implant was installed in intraoral region #30, its non- osseointegration was observed. The 45 ncm of primary stability was achieved. The dentist informed having installed the implant without immediately loading it. Then, 3 months after the installation, the implant was put to function.